Manufacturer narrative:
The pump exchange was performed as planned. The pt remains stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation has been completed.

Event description:
The pt was implanted with left ventricular assist device (lvad). It was reported by the perfusionist that there was a pin sized air leak in the pump. Consequently, the pt underwent a successful lvad exchange without issue.